Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc) the day after it was implanted. Chest x-rays were performed, but the physician did not see any differences in lead placement. Technical services (ts) warned the caller of the issues with high thresholds. The lead was revised a couple days after the initial call. The lead remains in use. No additional adverse patient effects were reported.